Manufacturer narrative:
Patient identifier, age, sex, weight, oral hygiene and other relevant history are unknown implant and explant dates are unknown. Part and lot information is unknown. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.